Event description:
It was reported that during a prolapse hemorrhoid procedure, the staples didnt form properly. Excessive bleeding. Additional surgery time to control bleeding. Pt stayed overnight to monitor. Pt discharged home without any further complications.